Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the trackers were found to be out of calibrations. The calibration was then performed where functionality was then restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a mis procedure, an imprecision of 0.25 inches in the lateral direction was observed by the site. It was reported that the spine clamp was placed on the t11 vertebrae with a 1 inch incision where following an image acquisition, accuracy checks found the imprecision. It was reported that the site used the left tracker for the initial image acquisition and that a second image acquisition was taken with the same result. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: patient code updated to proper value. If information is provided in the future, a supplemental report will be issued.